Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01432. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device (age of device: 2 days). A direct correlation between the heartmate 3 left ventricular assist system (lvas), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, with no further issues related to gastrointestinal bleeding reported. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was evaluated by ear nose and throat specialist (ent) for oropharyngeal bleeding. Rigid nasal endoscopy with nasal packing and direct laryngoscopy were performed. Gastrointestinal (gi) consulted for esophagogastroduodenoscopy (egd) to evaluate esophagus/stomach for source of bleeding. General surgery was consulted. Endoscopy had been attempted by gi but all that could be seen was large gastric clot with blood welling around blakemore tube inserted. Vascular and interventional radiology (vir) consulted; the patient underwent angiogram with coil embolization of right and left gastric arteries. CT abdomen/pelvis showed free intraperitoneal air with epicenter in the upper abdomen favored to be perforation in the region of the gastroesophageal junction, extensive hemoperitoneum, and large amount of blood in the stomach with hematoma along the inner curvature of the stomach. Emergent laparotomy with repair of gastric laceration/esophageal rupture and placement of gastrostomy and jejunostomy tubes were performed. The patient underwent massive transfusions of packed red blood cells (prbc) and platelets. The patient went back to the operating room on (B)(6) 2017. No active bleeding from gastric operative site was observed. No additional information was provided.